Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1 gram, once in 4 days for 14 days. Route was not reported) and fortum injection ( 1 gram, once a day for 14 days course). At the time of this report, the patient outcome was not reported. Pd therapy and hospitalization were ongoing. No additional information was available at the time of this report.